Event description:
The customer contact reported the pt received less medication than intended. On an unspecified date and time, the device was programmed to deliver tpn (total parenteral nutrition), with a 1hr taper up and a 1hr taper down, a 2500 ml container size, for a duration of 12 hours. After approx 12 hrs, the pt reported approx 500 ml remained in the container instead of an expected empty container. The device was removed from clinical device. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The device history was downloaded at the service center. A review of the device history indicated the original programming was not present. The programming had been overwritten by newer entries. On (B)(6) 2013 at 1838, the device was powered on and a new container and a priming volume of 11.5 ml in indicated and the delivery was started. Between 1848 and 1949, taper up occurred, 6 proximal occlusion alarms occurred and a check cassette alarm occurred. On (B)(6) 2013, a new date occurred. Between 0549 and 0648, taper down occurred, an end of infusion alarm occurred, and kvo delivery was indicated. At 0649, the delivery was stopped. At 0654, the device was powered off. A review of the device history indicated the device delivered as programmed. This report represents all the info known by the reporter upon query by hospira personnel.